Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.

Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove as it was too tight to the ligator. Block h10: the returned speedband superview super 7 (handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread contained the seven knots. The returned irrigation tube was in good condition. Per media inspection, one of the photos showed that the bands were overlapped, and the shrink wrap was partially removed. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and difficult to remove the shrink wrap were confirmed. Upon analysis of the returned handle assembly, there is not enough evidence to determine whether the adverse event it was due to some problem with the device. Although the photos showed that the bands overlapped and the shrink wrap was partially removed, suggesting inability of the device to deploy the bands and difficulties when removing the shirk wrap; however, since the ligator housing and the shrink wrap was not returned, it is not possible to carry out a more thorough investigation to determine the most probable root cause of the reported events due to lack of evidence of the required components. Perhaps the manipulation or the technique used could have affected the device functionality. Therefore, the most probable cause of the reported problem cannot be established.